Manufacturer narrative:
Lot 17f059 was manufactured from 6/23/2017 to 6/26/2017. One folfusor unit was received for sample evaluation. A visual inspection on the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no signs of abnormality noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured before use. The device had been filled with an unspecified amount of 50mg/ml fluorouracil. There was no patient involvement. No additional information is available.